Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left circumflex artery (lcx). A 6mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm. The procedure was completed with another of the same device. No complications were reported.